Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their pump was running hot when powered on after replacing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: the pump powered on and only had audible tones; no vibration and had a blank display. There was no corrosion in the battery compartment or battery cap and the threads were intact. The battery compartment was cracked, but the cap was still able to be fully tightened without the o-ring visible. There was corrosion found on internal components when the pump case was removed as well as behind the display screen when that removed. Additional investigation could not be completed due to a blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.